Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the clinical logs. Four minutes into the event, the device recognized a patient impedance, recorded ECG, and analyzed no shock advised. The patient ECG was then lost again, and the device recorded electrode pads unplugged. Electrode pads were unplugged for the remainder of the event. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The returned CPR stat padz were received with minimal hair stuck to the electrode pads and passed all functional testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.